Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced. It was reported that the right ventricular (rv) lead alerted for a high threshold, noise, and lead integrity alert (lia). Oversensing was noted and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.